Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per the complaint details, a patient underwent an explantation of the s+n ¿special and custom products¿ knee components approximately 6 years post implantation and is currently awaiting a new custom prosthetic component . However, s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported explantation and subsequent wheelchair bound state could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. Internal complaint reference number: (B)(4).

Event description:
It was reported that primary surgery with custom made devices was performed six years ago. Revision surgery had to be performed for unknown reasons. Customer has been waiting for his implants for 5 months in a wheel chair. He called for information about the process of these new implants.